Event description:
Info was rec'd that reported, a pt was seen in the emergency room in 2006 due to blood glucose that was in excess of 600, the reporter states they treated with IV hydration and were discharged. The reporter admitted that of the last 7 set changes all but 1 set was found to have been kinked at the insertion site. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results for the evaluation.